Event description:
The ICD was explanted because it reached eos and the ra lead was explanted due to loss of sensing and no output. There were no adverse patient side effects reported. Should additional information become available, this event will be updated.

Manufacturer narrative:
Upon receipt, the lead under complaint was found cut approx. 46 cm proximal to the lead tip. Only the distal fragment was received for analysis. The proximal fragment, including the is-1 connector, was not received for analysis. The returned lead fragment was visually and electrically analyzed. The visual inspection showed cuts in the insulation which most likely resulted from the extraction procedure. Blood penetrated the lead. During the electrical analysis, the dc resistances of the received conductor fragment were measured. No peculiarities were found. Further analysis of the returned lead fragment did not reveal any irregularity that might have contributed to the reported clinical observations. The manufacturing process for this lead was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem. Biotronik monitors the post-market performance of its products closely in order to identify any trends that may reveal over time a potential manufacturing or design issue. The historic performance of the product involved in the current case does not at this point reveal any such trend.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.